Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected other devices. Corrected device codes. Corrected result codes. Evaluation summary: (B)(4) preliminary testing revealed no output and no telemetry conditions. Initial analysis also observed that the current drain was in the normal range. The current drain increased significantly after operating at body temperature. The high current drain condition cleared following removal of the hybrid from the can and could not be reestablished. Later, additional x-ray analysis was performed on the hybrid and found solder extrusions that were nearly touching between two solder bumps of an integrated circuit. Simulations of a short between these two signals confirmed that current drain levels observed during the previous analysis were caused by the solder extrusions intermittently bridging.